Manufacturer narrative:
Case (B)(4) the cryo3+ device was not returned for evaluation but a device history review was obtained for lot number 93892-06. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that a (B)(6) female signed consent to participate in the ice-afib study. The patient¿s medical history included, long standing atrial fibrillation, hyperlipidemia, hypertension, congestive heart failure, and pulmonary hypertension. On (B)(6) 2019, the subject underwent concomitant mitral valve surgery with the cryo ablation study procedure and implantation of atriclip. On (B)(6) 2019 patient had a biventricular pacemaker implanted for complete heart block and valvular cardiomyopathy with an lvef 30-35%. The treating physician assessed the event as serious, moderate in severity, primary relationship to pre-existing condition with secondary relationship to the ablation procedure. This was a procedural complication, there was no reported device malfunction.